Event description:
No cause of the event or patient outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had been hospitalized sometime during the last week of september for the treatment of pneumonia. Following discharge, the patient had altered mental status where they became confused, disoriented, and unable to communicate. The patient was taken to a medical center for treatment, and the healthcare provider (hcp) requested a decrease of the daily dose of the medication in the pump. The patient was programmed to receive 6.734 mg/day of hydromorphone, and the hcp requested a decrease of the dose by 50% to 3.355 mg/day of hydromorphone. No diagnostic testing or troubleshooting was performed as it was not required. The physicians treating the patient were reportedly trying to determine the medical cause of her symptoms. They did not know if her symptoms were related to anything with the pump. The pump system was being used to infuse hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot # n197775, implanted: (B)(6) 2009, product type accessory. (B)(4).